Manufacturer narrative:
A maquet field service technician investigated the device in question. The technician was not able to reproduce the problem the device worked within ist specification. The technician performed complete pm,. Calibration and full functional and safety tests as per service manuel. All tests were performed successfully. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Trackwise#: (B)(4).

Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The cardiohelp-I will be sent to the repair center for further investigation.

Event description:
The issue with the unit is ¿pump disposable error while on patient¿. Customer reported switching disposable to another cardiohelp, and the disposable worked. Then customer tried new disposable on sn (B)(4), with same error. Customer power cycled sn (B)(4) with new disposable, and unit operated. (B)(4).